Event description:
The baxter sales representative called stating the facility had reported a colleague triple channel upgraded loaner pump was being used on an ICU patient, post open heart surgery, when all three channels failed. The patient was receiving levophed, epinephrine and dopamine (concentration, dose, rate and volume unknown) at the time of the event. The patient's blood pressure had been 90-100's and dropped to 60-70's during the event. It is unknown what interventions were used to restore the blood pressure.

Manufacturer narrative:
Evaluation summary: a request for a return of the device has been made. The pump is enroute to the baxter pal lab for evaluation. A follow up report will be filed upon completion of an evaluation or if any additional information becomes available.